Event description:
The manufacturer received information that preventative maintenance was required on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the customers complaint was confirmed. During the evaluation it was confirmed that the standoff of the system board had been detected. In conclusion, the devices system board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 2 was performed. The following parts were replaced to prevent failure: air inlet foam filter, particle filter, muffler assembly unrelated to the reportable malfunction/issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version 1.06.10.00 was confirmed.